Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to manufacturer report number 2017865-2018-16813. It was reported that the patient's right ventricular lead exhibited noise. The patient arrived for an in-clinic check. Lead parameters were stable and no noise was noted with isometrics. Programming changes were made. The patient was stable throughout. Electrogram review noted continued right ventricular lead noise during a subsequent in clinic check. Both non-sustained and non-sustained ventricular oversensing episodes were observed. The patient presented for a lead revision procedure on (B)(6) 2019. Both the pace/sense lead as well as the defibrillation lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.